Event description:
A past high blood glucose event was reported by the customer, but the specific value was unknown, as it displayed "high." Cause was not known. Customer resolved the issue by administering a correction bolus through the pump. Technical support recommended that the customer consult with a healthcare professional to discuss possible factors affecting blood glucose levels, which the customer acknowledged.